Event description:
On (B)(6) 2008, the patient underwent emergency endovascular repair of a rupture of a pseudoaneurysm developed at the distal anastomotic site of a vascular graft (placed on an unknown date) in the descending thoracic aorta using a gore® tag® thoracic endoprosthesis (tg3115/06167088). Tg3115/06167088 was implanted from the distal area of the vascular graft to just above the left subclavian artery, which was intentionally covered. The vascular graft was completely covered by the tg3115. After the implantation, a slight proximal type I endoleak was observed, but it was left to be monitored. The patient tolerated the procedure. On (B)(6) 2008, the patient was discharged. On (B)(6) 2009, a rise in crp was observed and the patient was readmitted to the hospital. A graft infection was suspected. A proximal type I endoleak was also identified. On (B)(6) 2009, a dissection was identified proximally to tg3115. Tg3710 was implanted to treat the dissection and the proximal type I endoleak. On (B)(6) 2009, the patient underwent an open repair to treat the infection. The devices were explanted and the patient¿s thoracic aorta was reconstructed with a vascular graft. It was reported that the open repair took more than 13 hours. The patient tolerated the procedure. On (B)(6) 2009, the patient expired due to the deterioration of the overall condition. The physician reportedly stated the cause of the infection was the preoperative rupture.

Manufacturer narrative:
Per the gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to endoleak, infection, dissection, reoperation, surgical conversion, and death. A review of the manufacturing and sterilization paperwork for the devices verified that the lots met all pre-release specifications.